Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, no abnormalities were initially detected on the loading check. A pre-implant balloon dilation was performed. Subsequently, upon initial deployment, the valve "descended near the m iddle of the catheter" and the paddle was observed to have become detached from the pocket. As a result, the valve was recaptured and withdrawn from the patient. Of note, there is no chance the paddle remains inside the body. A new valve was successfully implanted in the patient. Upon review of the loading check images after the procedure, it was discovered that the paddle had already detached at this point. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the deployment starting point was mid pigtail. After the valve dislodged, the implant depth was 3 millimeter (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). A non-medtronic guidewire (safari) was used during the procedure. The misloaded valve was due to a new valve loader.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.